Event description:
The PICC line was placed on (B)(6)2009 and was found broke on (B)(6)2009. The line was not trimmed and was secured with an opsite dressing.

Manufacturer narrative:
Additional information was requested from the reporter and none has been received at this time. Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. Received one used 1.9 fr unit, in two pieces, for analysis. Portion 1: the lavender strain relief had slightly migrated down the catheter tubing from its' manufactured placement within the luer. Approximately .203 mm of catheter tubing was protruding beyond the bottom of the strain relief. Microscopic examination of area of separation exhibited damaged jagged edges. Portion 2: the catheter tubing was approximately 30 cm in length and exhibited damaged jagged edges at the area of separation. No other damage or abnormalities were noted on the returned pieces. Conclusions: the engineer confirmed that portions 1 and 2 were separated from each other. The damage noted is characteristic of a separation (jagged edges) caused by stress to the catheter. The bd l-cath catheters are 100 percent inspected throughout the manufacturing process. The catheters are pull tested as per specification and are also 100 percent pressure tested to ensure strength and integrity prior to acceptance. The pressure (flow/leak) testing detects leaks and occlusions. A controlled strain relief tensile test sample is tested for strain relief to bushing tensile strength for this specific gauge. (B)(4).